Event description:
The infusion line detached from the handpiece during surgery resulting in a loss of irrigation to the eye. The capsule was ruptured and some lens fragments fell into the posterior of the eye, additional surgery will be required to remove the lens fragments.

Manufacturer narrative:
This form has been completed by the manufacturer.